Event description:
During use of a carotid shunt the check valve on the inflation line came out of its housing/boot. The shunt was used for remainder of the procedure with no adverse effect to the patient.